Event description:
The user reported that the coating of the wire was damaged during a procedure and part of this coating detached inside the pt. The coating was removed using a snare. No further harm or injury to the pt was reported.

Manufacturer narrative:
One device was returned for evaluation. The device was visually inspected and part of the catheter coating was missing from the catheter. The complaint was confirmed. There was a rough surface where the coating had been torn and a slight elongation of the coating prior to he torn area, indicating the coating was stretched slightly prior to breaking. Indents were visible on the surface of the coating 33cm and 38.5cm from the proximal end of the wire. The root cause is attributed to abrasions found on the coating indicating the guidewire had came into contact with a hard surface or component that damaged the guidewire coating. The device history record was reviewed and no exception documents were found.

Manufacturer narrative:
Device eval: the device has not been returned for eval. A f/u report will be submitted when the investigation has been completed.